Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the spine clamp was damaged on the navigation system. The washer broke off the clamp when the surgeon was removing the frame from the patient. The site was able to retrieve the washer from the patient without any impact. There was no delay to the procedure as a result of this issue and no impact on the patient outcome. No additional information was provided.